Event description:
Customer reported that the insulin pump alarmed button error; he removed the battery and then received a failed battery test after inserting the battery. Blood glucose value was 56 mg/dl; treated with food. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed button error and had no button response, due to corroded keypad traces. Unable to verify failed battery test, due to button and keypad anomaly. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratches on display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.